Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no procedural complications nor any post-operative concerns noted. The physician last spoke with the patient in (B)(6) 2012 to follow-up on her condition. The patient did not express any complaints. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.